Manufacturer narrative:
Product ID: 37761 serial# (B)(4), product type: recharger; product ID: 97754, serial# unknown, product type: recharger. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(4). Report of other patient's second ins depleting sent in report 3004209178-2018-04939. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient with an implantable neurostimulator (ins), and it was reported that the recharger had a blank screen and would not charge. The patient reported having two inss both of which are depleted. The patient reported that when she noticed this she came down with the flu and was hospitalized and now she is feeling better she wanted to call to resolve the issue. The desktop charger light would not illuminate. The patient also reported a return of pain and reported the locations were neck, back, sciatica (both sides) and left arm, and the patient reported the change in symptoms was sudden. It was determined that the desktop charger would not power up. Patient was issued a new desktop charger. There were no reported complications and no further complications were expected. Patient was implanted for non-malignant pain failed back surgery syndrome and spinal pain.